Event description:
It was reported that patient was with her mother for an appointment on the day of this call and her mother was having something cauterized on her nose. The patient stated she was holding her mother¿s hand and she felt a shocking or jolting sensation go down her leg during the procedure. The patient stepped away as soon as she felt the sensation but wanted to know if there could be any damage internally. The patient also mentioned she had not had the therapy for the past 2 years "because she had not needed it. The patient indicated that she was not feeling any pain. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v072754, implanted: (B)(6) 2008, product type: lead. Product ID: 3093-33, lot# v072754, implanted: (B)(6) 2008, product type: lead. (B)(4).